Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst iii system (3.8mm) did not fire, did not engage, came apart as they pulled it out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst iii system (3.8mm) did not fire, did not engage, came apart as they pulled it out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/27/2019. An investigation was conducted on 02/06/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned partially inside the loading device. The white plunger on the delivery device was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was observed not in its normal position in the loading device. The delivery device was removed from the loading device. The seal and tension spring was observed to be in the delivery device, but not in its normal position. The dimensions of the delivery tube were taken. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".